Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2200mcg/ml at 299mcg/day via an implantable pump. The indication for use was intractable spasticity. It was reported that the patient was admitted to the ER (emergency room) because of baclofen withdrawal. The reported symptoms of withdrawal were shakes, fever, diaphoretic and irritable. The patient¿s primary care physician had changed the patient¿s pump from it baclofen to saline on (B)(6) 2017 and also put the patient on oral baclofen. The patient started having withdrawal symptoms but the reporter didn¿t know when the symptoms first started. The patient was doing ok on the oral baclofen but was having headaches but then the patient started to get worse. It was also noted that the healthcare provider never updated the drug in the pump to show saline was filled in the pump so the pump was currently showing baclofen in the pump. It was noted that the flow rate was currently 0.1359 ml/day. Per the reporter the managing healthcare provider planned to fill the pump with baclofen today. No further complications were reported/anticipated.